Event description:
It was reported that on 24 january 2025, the facility dealt with a "medusa virus/cyberattack", resulting in all health it systems, such as alaris servers and electronic medical records (emr), being down. Per report, the facility went to paper mode, handwriting mars (medication administration record), medication labels, etc. The facility's it team reportedly was able to get their emr partially back up over the weekend, so the staff can now access some historical patient info. There was patient involvement but unknown outcome.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, c, d codes and manufacturer narrative. Investigation summary: the reported issue of the facility¿s health it network system going offline is being addressed by bd cybersecurity. ¿ laboratory testing could not be performed as no devices were returned for investigation. The reported issue is with the facility¿s health it network system and not about an infusion device malfunction. ¿ customer is already in recovery phase working closely with bd support. ¿ bd has established a routine practice of seeking, communicating and addressing cybersecurity issues in a timely fashion. Vulnerability disclosure enable customers to manage risk properly through awareness and guidance. ¿ any incident, data breach or vulnerability can be reported to bd by filling the potential vulnerability claim report on the bd website ¿ all known product issues and vulnerabilities are references on the bd cybersecurity trust center. ¿ a review of the system logs could not be performed. The reported issue is with the facility¿s health it network system and not about an infusion device malfunction. ¿ the alaris system is used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of the facility¿s health it network system going offline is being attributed to a cyberattack.

Event description:
It was reported that on 24 january 2025, the facility dealt with a "medusa virus/cyberattack", resulting in all health it systems, such as alaris servers and electronic medical records (emr), being down. Per report, the facility went to paper mode, handwriting mars (medication administration record), medication labels, etc. The facility's it team reportedly was able to get their emr partially back up over the weekend, so the staff can now access some historical patient info. There was patient involvement but unknown outcome.